Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 12 x 32 x 120 mm epic vascular stent was introduced to treat an unspecified target lesion. At some time during the procedure, stent deformation occurred. Further information has been requested and is not available.

Event description:
It was further reported that stent deployment difficulty occurred. Vascular access was obtained vis the femoral artery. The 60% stenosed,180 x 7mm, eccentric, de novo, target lesion was located in a non-tortuous, mildly calcified, superficial femoral artery (sfa). A non-bsc stent was implanted and then the epic stent was introduced. The stent did not deploy properly and an unspecified 60 x 7mm balloon was used to open the stent for implantation. The stent was fully deployed and well apposed. The procedure was completed with this device. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Age at time of event, age at time of event (unit), patient sex, weight, weight (units), describe event or problem, if implanted, give date: updated. (B)(4).